Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter stopped working after insertion. The physician had a hard time removing the catheter, but eventually, it was removed outside the patients body, and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter stopped working after insertion. The physician had a hard time removing the catheter, but eventually, it was removed outside the patients body, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. Microscopic inspection showed damage to the guidewire exit port and the tip. Functional inspection with a test guidewire inserted indicated no resistance in tracking the guidewire into the catheter. Based on this evidence, the reported issue of catheter resistance/friction is confirmed. The damage to the guidewire exit port and tip found during the microscope inspection could have contributed to the reported issue.